Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. No moisture damage was found inside the pump. The pump was received with a cracked case at the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer indicated that the pump was exposed to water and it no longer works. Customer's blood glucose was 94 mg/dl at the time of the incident. Troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.